Event description:
It was reported that, "the pt's incision was infected about 2-3 weeks post operatively. The pt's stryker left hip replacement dislocated and ended up getting infected. The implants were removed and an antibiotic spacer was implanted. The second stage of that revision has not been completed. The antibiotic spacer is still in place. The pt is supposed to be having his right hip replaced and he has concerns."

Manufacturer narrative:
If additional info becomes available then it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 2051c-5258, lot # unk, description: unk crossfire insert. Cat # s-1400-hh32, lot # unk, description: c-taper inter.nk head. Cat #6054-0913s, lot # unk, description: secur-fit plus-max. Cat # 2030-6535-1, lot # unk, description: 6.5 cancellous bone screw 35mm. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.